Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bruising with red itchy open skin. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse recommended nexus pads for the skin irritation. Patient reported that the irritation is getting better.

Manufacturer narrative:
Not applicable.